Event description:
New information received notes a fracture was initially suspected on the right atrial (ra) lead, but no anomaly was observed on chest x-ray.

Event description:
It was reported, that the patient's right atrial (ra) lead exhibited high pacing impedance. And reduced p-waves sensing measurements. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.